Event description:
I purchased one-time use 10ml liquid syringes from amazon.com that I received on (B)(6) 2025. These are listed as the #6 item in medical syringes. The item I received was clearly used, stained with red dye in every syringe and in return packaging. I found a 1 star review on the item page that someone had used this item for jell-o shots on the same date of the package I received. I was able to receive a refund for the item but this an unacceptable situation for medical equipment. Returned items for medical devices should not be sent out to other customers for obvious reasons. They were also supposed to be individually wrapped but they were not. My bad review was also removed from the seller's item page to warn other customers about this item. This is a clear violation of commerce and standards for medical devices. I am including pictures of what I received and of the item on amazon's website.